Event description:
According to the reporter, the patient was noted with tachycardia and desaturation to the mid-80s. The tidal volume was set at 450 on the ventilator but the patient was receiving 100. Inline suctioning, removal of the inner cannula, slight repositioning (trach sutured in place) were attempted without resolution and the patient continued to decompensate. The sutures were emergently cut and a bedside trach exchange was performed with the same size device. The patient was reconnected to a ventilator and there was an immediate resolution of issues. The patient was able to follow commands but remained agitated and restless. There was a sitter at the bedside. Three days later, the patient was laying on the patient¿s side while sleeping. The patient was noted with subcutaneous air to the face and neck. The tidal volumes on the ventilator were low and the patient was able to suction through the device without issue but the healthcare professional was unable to bag the patient. A code blue was called due to respiratory arrest. The patient was noted with subcutaneous air all the way to the patient¿s belly. An oral airway was placed and the healthcare professional was able to successfully bag the patient. The difficult airway team was activated and oral intubation was attempted without success. The patient was successfully intubated by a doctor and the device was removed. The healthcare professional was unable to obtain return of spontaneous circulation (rosc) after 30 min of cardiopulmonary resuscitation (CPR) and the time of death was called.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.